Event description:
On (B)(6) 2022 a patient (pt) in brazil reported foreign body sensation, photophobia, tearing and eye pain while wearing an acuvue® 2 brand contact lens (cl) on the right eye (od) in (B)(6) 2022. The pt visited an eye care professional (ecp) and was diagnosed with a corneal ulcer, ¿peripheral, near the sclera.¿ the pt was told by the ecp that the corneal ulcer was caused ¿due to excessive use of cls.¿ the pt was prescribed an unknown antibiotic eye drop for use every hour the first day, every 2 hours the 2nd day, every 3 hours the 3rd day, continuing to decrease to once a day. The pt reported using the eye drops for 7 days in total. The pt reported returning to the ecp approximately 4 times during treatment for evaluation and was advised not to wear cls during treatment. The pt stated the od symptoms improved during treatment. The pt was released and successfully returned to cl wear the week following treatment. The pt did not notice anything abnormal with the appearance of lens. The pt reported a 30-day replacement schedule, daily wear, and uses opti-free for cleaning. Multiple calls were placed to contact the pt and treating ecp for additional information with no success. No additional medical information has been received and no additional medical information is expected. The suspect od lot number is unknown. The suspect od cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
Suspect contact lens was discarded.